Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This occurred prior to patient use. During inspection, no visible damage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between (B)(6) 2023. H11: the actual device and a photo sample were received for evaluation. A visual inspection was performed on the photo sample, and fluid inside a bag that contained the device was observed which suggested a leak had occurred. A visual inspection was performed on the actual device, and fluid inside a bag that contained the unit was observed. When the unit was removed from the bag, the leak was due to an untightened red non-baxter luer cap. A functional leak test was performed after ensuring the red luer cap was securely connected and the device was monitored until the next day; no leak was observed. The reported condition was verified. The cause of the loose cap could not be determined; however, the cause may be use-related as the customer did not use the device¿s blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.